Event description:
Olympus was notified of an adverse event for a patient participating in the strive post-market registry study. Strive is a single-arm, prospective, multi-center, registry study to evaluate the long-term safety and effectiveness of the spiration valve system, (svs), for the treatment of severe emphysema in a post-market setting. The subject (B)(6), enrolled in the strive study, underwent therapeutic multiple spiration valve placements in the right lower lobe under general anesthesia on (B)(6) 2024. On (B)(6) 2025, the patient reported shortness of breath, attributed to valve displacement/migration at target locations rb6 (lot #ws388855) and rb7 (lot #ws383672). The patient went to the emergency room and was prescribed and treated with azithromycin and prednisone but was not hospitalized. A valve replacement procedure was performed on (B)(6) 2025 to address the migration and optimize treatment response. The patient continues to experience shortness of breath, requiring 5l nasal cannula (nc) oxygen to maintain stability. This complaint pertains to the migration issue associated with lot ws383672.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. This report is related to (B)(6).

Event description:
No additional information received from customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the final investigation. Updated fields: g1, h2, h3, h6 and h11. Based on the results of the investigation, and since the device was not returned for evaluation, the root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.